Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (ooo) pacing impedances measuring greater than 2000 ohms. It was noted there was no observations of noise. Technical services recommended to perform isometrics to see if the noise could be reproduced. The field representative will discuss with the physician. At this time, this ICD and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (ooo) pacing impedances measuring greater than 2000 ohms. It was noted there was no observations of noise. Technical services recommended to perform isometrics to see if the noise could be reproduced. The field representative will discuss with the physician. At this time, this ICD and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (ooo) pacing impedances measuring greater than 2000 ohms. It was noted there was no observations of noise. Technical services recommended to perform isometrics to see if the noise could be reproduced. The field representative will discuss with the physician. At this time, this ICD and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as the physician performed isometrics and found noise on the shock electrogram (egm) and wireless electrocardiogram (ECG) however, there was no noise seen on the right ventricular (rv) channel. Technical services discussed possible muscle movement that was on the shock egm and discussed the option about continuing to monitor the rv impedances. At this time, the ICD and rv lead remain in service.